Manufacturer narrative:
The manufacturer previously reported that a trilogy ev300, USA ventilator was evaluated during routine preventative maintenance and field change order (fco) implementation. No harm or injury was reported. The device was in storage and was not reported to be in patient use. No patient involvement, injury, or adverse event was reported. The field service engineer (fse) performed a pre-evaluation of the device, including a visual inspection for cosmetic damage. The system was powered on and failed the pre-diagnostic active exhalation test. Failure of the proportional valve (aecm) and the 3-way valve resulted in inaccurate readings, causing the device to fail diagnostic testing. The fse replaced the 3-way valve and the proportional valve (aecm) to address the issue. Additionally, the device flow sensor was replaced, and the fco was implemented in accordance with service requirements. The fse performed system calibration and final testing. The device passed all required testing and was confirmed to be functioning as intended. The replaced 3-way valve and proportional valve (aecm) were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil technician installed the suspect proportional valve onto a trilogy evo test bed connected to an evo mfts and verified passing results for all relevant test steps. The device was operated for approximately one hour without notable issues or alarms. The pil determined that the suspect proportional valve functioned as designed and operated as expected. The suspect proportional valve was scrapped. The pil technician also installed the suspect solenoid valve onto a trilogy evo test bed connected to an evo mfts and verified failing results during aecm verification testing. The pil determined that the suspect solenoid valve was faulty due to suspected contamination from external sources. The suspect solenoid valve was scrapped. The reported failure of pressure verification system pre-test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance and field change order (fco) implementation. There was no harm or injury reported. The device was in storage and not reported to be in patient use. The field service engineer (fse) performed a pre-evaluation of the trilogy ev300, USA device, including a visual inspection for any cosmetic damage. The system was powered on and failed the pre-diagnostic active exhalation test. The failure of the aecm and the 3-way valve resulted in inaccurate readings, which caused the device to fail diagnostic testing. The fse replaced the 3-way valve, the proportional valve (aecm) to address the issue. Additionally, the device's flow sensor was replaced and the fco was also implemented in accordance with service requirements. The fse performed system calibration and executed the final test. The device successfully passed all required tests, confirming proper functionality and performance.